Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had knee replacement surgery last week and they turned the ins off in their back and turned it back on. Patient stated they were having accidents where they were not making it to the bathroom and they don't feel that they have to go until it hits them. Patient said their stimulation used to be at 2.1 and they got it up to 2.5 and they still didn't feel anything so they put it back down because they were concerned with it. Patient asked if there was something that needed to be done when they turned it off and back on. Agent walked patient through increasing stim to a comfortable level. Agent gave option to switch programs if increasing stimulation will not work. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.